Manufacturer narrative:
Expiration date: unknown, not provided. If implanted, give date: not applicable, as the product is not implantable. If explanted, give date: not applicable, as the product is not implantable. Device manufacture date: unknown, not provided. Incision enlargement. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a shadowy/blob was noticed into the patient's eye while injecting the viscoelastic endocoat. Reportedly, it could not be aspirated out with the I/a (irrigation/aspiration) or the phaco handpiece. It would repel whatever touched it and it was very sticky. They ended up leaving it in the eye and it dissolved after a few days. It was also reported that the patient received epinephrine. Additional information was received and it was learnt that the incision was enlarged. A capsular tension ring was implanted together with a symfony zxr00 +22.0 diopter. To date the lens remains implanted. No vitrectomy was performed. No further information was provided.

Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to (B)(4), inc. Has been submitted.